Manufacturer narrative:
The event was initially assessed as non-reportable based on the complaint evaluation process in place at the time. Following system redevelopment, the event was re-evaluated and determined to be reportable. This submission is being made outside the 30-day timeframe and may be considered late, as the reportability determination occurred after the original awareness date. Procedures have been updated to support more timely identification going forward.

Event description:
It was reported that the ilet generated alert 69 indicating an algorithm data parity check, and after battery level was confirmed above 50 percent the user restarted the device, which cleared the alert. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a program or algorithm execution failure associated with the circuit board, with findings consistent with an incorrect data definition. It was concluded, based on previously established findings for similar reports, that the cause was inadequate design change validation. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.